Event description:
The event is reported as: alleged issue: the efx suture passer tip broke inside the pt's abdominal wall. The device was used following the standard IFU procedure and was not used off-label. While closing the fascial port site using the efx the suture passer was loaded correctly and inserted into the device, however while removing the needle, the notched portion 'caught' some of the fascial tissue causing the needle to 'tug' before breaking in the pt's abdominal wall at the tip where the notched portion forms a u-shape. The tip was located and retrieved. There was no injury to the pt or to the users.